Manufacturer narrative:
The returned device was evaluated and the soft cannula was observed to be stretched and kinked. However, the timing and cause of the damage could not be determined. No other damages or defects were found. The cause of the reported skin irritation could not be conclusively determined.

Event description:
It was reported that the patient's blood glucose levels reached 310 mg/dl while wearing the pod between 4 and 24 hours on the leg. There was irritation and pain noted at the site.